Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that the laser displayed an error message indicating that the secondary energy was too high. The field service engineer was on site to perform the repair. It is unknown whether there was patient impact. No further information was provided.

Manufacturer narrative:
Based on information received following submission of the initial report, this event no longer meets criteria for reporting as a device malfunction. The investigation findings confirm the laser system message occurred during laser operation but did not occur during treatment of a patient. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. During a onsite visit the fse (field service engineer) replaced parts and successfully completed system verification to specification. Root cause are worn optic parts. (B)(4).